Event description:
Meter giving inaccurate meter readings. Analysis run on clark error grid using mean average readings (165) as ref. Point vs. Bd readings of 79, 183, 277, 119 yielded data points in the c zone of the grid, outside of acceptable limits.